Event description:
On 4/5/97, the facility's or coordinator informed the manufacturer's (MFR) customer service representative of the following event: fluoroscopy showed that the device catheter sheared. The device catheter was removed at the hospital. The device was explanted and a new device implanted at the same day surgery center and a new device was implanted (04/15/1997). No further details were provided at this time.